Manufacturer narrative:
Investigation results visual examination noted that the over sheath assembly was not returned. Functional analysis noted that the clip arms/prongs opened to approximately 10 mm. The clip assembly was able to be actuated and deployed. Investigation found the complaint device was fully functional. Based on the condition of the returned device, the reported failure (clip failed to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for marking of a polypectomy site during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the was deployed onto the polypectomy site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for marking of a polypectomy site during a colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure, the was deployed onto the polypectomy site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.